Manufacturer narrative:
(B)(4). One defective sample was received on 16-mar-2026. Received defective sample was packed in pe bag. Bag contained 1 originally packed ureter stent product. The photos show original tfx label and shows label, which was additionally sticked in teleflex medical trading (shanghai). Exact locations of damages on paper side of pouches are documented on photos. Result: the reported defect "sterile issue" can be confirmed based on the visual inspection. Inspections during production: 1.) Manual packaging to the pouch per the applicable work instruction. There is implemented 100% visual inspection for damage to the packaging or product - check for packaging or product, including packaged components. In case of damage to the product, immediately put it in the trash. - no damage is acceptable. Complained defects should be immediately detected. 2.) Manual packaging to the box: within manual packaging of pouches to the blue boxes, all pouches were visually inspected for damage, contamination, or other defects per the applicable work instruction. Complained defects should be immediately detected. Review of packaging process to the sales (blue) boxes: operator takes 2 pouches from the plastic box, checks the defects per the applicable work instruction (described above in point 2) and insert them to the sales box. Finally, she slightly bends the free part of pouch (above the seal) and close the sales box. Result: within manufacturing processes in zdar facility, 2 independent 100% inspection are defined to eliminate shipping of damaged packed products. Reported defect should be immediately detected. During packaging process of pouches to the sales boxes free parts of pouches are slightly bent. This process does not increase the risk of puncture of the pouches. Complained product was inspected twice in manufacturing plant. No damage of pouches was identified. Product was sterilized, stored in distribution center and then sent to distribution center in china (teleflex medical trading). There was unpacked from blue box and the additional label was sticked to the paper side of pouch. Within this process, pouch is 100% visually inspected in teleflex medical trading. No issue was identified. It is unlikely that the issue was caused by manufacturing plant. Hole was probably caused by pressure of steel wire to the paper side of pouch within manipulation (packaging to blue box) with products in teleflex medical trading or on the customer side. The root cause of this complaint was determined as "storage / shipping related". Customer complaint regarding tumor ureter stent products was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect can be confirmed. The package of the ureter stent was damaged. Root cause was determined as "storage / shipping related". As the defect was not observed in teleflex medical trading within 100% inspection, it is unlikely that the issue was caused by manufacturing plant. Hole was probably caused by pressure of steel wire to the paper side of pouch within manipulation (packaging to blue box) with product in teleflex medical trading or on the customer side. As the root cause of this complaint was determined as "storage / shipping related", no corrective / preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "sterile packaging is damaged." No patient involvement.

Event description:
It was reported that "sterile packaging is damaged." No patient involvement.

Manufacturer narrative:
(B)(4).